Event description:
The customer states that discrepant results were reported from the lab that were generated on the architect c8000 analyzer for the chloride assay. The customer states that controls had been within specification from 9 am through 1 pm, but by 3 pm control values had dropped. The customer retested suspect samples on the architect c16000 analyzer and issued corrected reports. No patient management was affected by the reported results. This patient generated an initial result of 91 mmol/l that retested at 105 mmol/l. A service call was initiated.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) arrived at the customer site and inspected the analyzer. The tubing from the ict (integrated chip technology) module was discolored and the ict probe was loose. The discolored tubing and ict probe were replaced as well as the sample probe. The fsr verified the analyzer's performance with acceptable precision runs and indicated the probable cause for the customer's issue was a loose ict probe. The customer was made aware that the ict probe must be tightened in position when running. No system logs were available for review for this evaluation. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The architect system operations manual ((B)(4) 2009) and ict sample diluent package insert (B)(4) provide sufficient information regarding scheduled maintenance, component replacement, sample handling, interpreting results and troubleshooting the customer's current issue. Based on the available information, the discrepant results were probably caused by the loose ict probe; however, the 1.0 ml syringes replaced by the customer and the discolored ict tubing and sample probe replaced by the fsr are also possible causes. This is a final report.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.